Manufacturer narrative:
(B)(4), an engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services (gts) regarding an air bubble in the patient line during initial drain on the homechoice (hc). The technical service representative (tsr) assisted the home patient (hp) to end the therapy and start over using new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated this was an isolated incident and he has resumed therapy without further issues. The hp confirmed, he was doing well with therapy and reported no adverse event. The hp stated, he was not near his supplies to provide lot information; the hp stated, he was confident there was not any product issue so did not feel it was necessary to provide the lot information. There was no patient injury or medical intervention. No further information was provided.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.